Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported, that the pump delivered less than intended. The pump was returned to the biomedical engineering department with a note that stated, "inaccurate flow." No specific pt info, pump programming, or event details were provided. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device delivered less than intended. Though requested, no additional info was provided.